Event description:
Inferior screws placed in an atb plate at l5-s1 broke post operative and were removed. Surgeon advised the screws broke inside the conical lock.

Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be completd, no conclusion could be drawn as no device was returned.